Event description:
Reporter alleged obtaining a discrepant blood glucose result of 541 mg/dl on the advantage sys compared back to back with a result of 88 mg/dl on the doctor's sys when testing was performed less than 10 minutes apart. Reporter indicated that before the results were obtained she was experiencing some hypoglycemic symptoms and was given raisins to eat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.